Event description:
It was reported that the customer experienced a blood glucose (bg) level of 550 mg/dl. Reportedly, the customer gave a correction bolus to address their bg level. Caller reported that the cgm values are not automatically populating in the bolus screen. Tandem technical support informed caller that system is operating properly and provided education. Caller understood and acknowledged.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.